Event description:
It was reported that a device alarmed several time for system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Review of the history log confirms the ec 322 reported symptom. Evaluation of the known contributors to ec 322 has led to the determination that the lower and upper aux. Were the failing components and require replacement. System error 322 will occur when the pump transitions from the door open state to the door closed/ set-loaded state and the lower link switch does not activate. The failed upper and lower aux assemblies will be replaced.